Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that during support of the impella 5.5 the patient experienced bleeding from right axillary cutdown site. Hemoglobin downtrend was noted. The patient was administered two units of packed red blood cells and pressure dressing was applied. The bleeding resolved the following day. Additionally, the patient experienced fever overnight. Antibiotics were administered and the fever resolved. Later, it was reported that the patient experienced ventricular tachycardia which reportedly resolved. The patient was also reported to be septic. The patient continues on support.

Manufacturer narrative:
B.2, b.5 and d.6b additional information was received and these fields have been updated. B.7 added information that was inadvertently omitted from the initial report that was submitted. D.7a revised as it was previously entered incorrectly on the initial report that was submitted. E.4 added as selection was inadvertently omitted from the initial report that was submitted. H.6 added impact code due to new information that was received. The investigation has been completed. Major bleed: the cause of the injury was not determined since product was not returned and insufficient clinical details provided. Tachycardia/sepsis: in order to make a root cause determination, all of the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Fever: the cause of the clinical symptoms cannot be determined as insufficient clinical details were provided. Device history review: the pump passed all the post sterile inspection checks.

Event description:
Additional information was received that the patient expired and the pump was explanted.